Manufacturer narrative:
(B)(4). A leak test was performed with a leak noted; the spike was connected to a port and it broke off upon removal. A clear passage test and clamp function test were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash solution transfer set leaked from its spike, which was also reported as damaged. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was returned for evaluation. Visual inspection identified a broken spike. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.